Event description:
Clinical study. It was reported that 54 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). One day prior to the index procedure, the pt presented with a two-day history of chest discomfort. The pt was diagnosed with non-st elevation myocardial infarction and was transferred for cardiac catheterization. The index procedure treated a 2.5x20mm, 95% stenosed, moderately calcified and moderately tortuous lesion in the mid left anterior descending artery (mid lad) with predilation, cutting balloon angioplasty and placement of a taxus express2 2.5x24mm drug eluting stent. Residual stenosis was 0%. The procedure also treated a 2.5x20mm, 85% stenosed, moderately calcified and mildly tortuous lesion in the 1st diagonal branch (dx1) with predilation and placement of a taxus express2 2.5x24mm drug eluting stent. Residual stenosis was 0%. Of note, it was planned to treat the left circumflex (lcx) at a subsequent visit due to the amount of contrast that was used during this procedure. The pt was discharged the next day on aspirin and plavix. Twenty six days later, the pt returned for add'l intervention of a 2.75x8mm, 95% stenosed, mildly calcified and mildly tortuous lesion in the distal lcx, which bifurcated with the left posterior descending artery (l-pda). The lesion was treated with predilation, cutting balloon and bifurcation angioplasty, and placement of a taxus express2 2.75x12mm drug eluting stent. Following post dilatation, residual stenosis was 0%. Of note, a lesion in the right coronary artery (rca) will be treated medically. The pt was discharged the next day on aspirin and plavix. Fifty two days after the initial index procedure, the pt presented with recurrent angina and was transferred for cardiac catheterization. Treatment performed 2 days later, consisted of kissing balloon inflations and placement of a 2.0x8mm non-bsc stent in the 2nd obtuse marginal branch (om2). Residual stenosis was 10%. The pt was discharged the next day on aspirin and plavix. In the opinion of the physician, this event was unrelated to the taxus stent. The clinical event committee assessed the device relationship as possibly.

Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed, therefore, no direct prod analysis will be available. The shopfloor paperwork for this batch shows that the prod met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.